Event description:
Adverse event: interrupted treatment. Malfunction: system locked up. A laser technician reports that after downloading a procedure to the laser from the laptop and arming the laser, there was no response when the foot switch was depressed. The laser then locked up and had to be restarted. After restarting the laser there were no further problems for the rest of the day. During a follow up call with the laser technician, she stated they moved the patient out of the room to reboot the laser, then brought the patient back in and immediately completed the treatment. The laser technician, on authority from the surgeon, stated the patient was not harmed or injured by the event.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) was unable to duplicate the laser not firing issue. The tm reseated the foot switch cables and the card reader cable and connectors to the wrp board. The tm performed a number of test procedures with no problems and completed a successful system verification to specifications. A review of the complaint database for the 3 months prior to receipt of this complaint showed no other complaints of this nature reported for this laser system. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)